Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic minimed affiliate reported absence of "no delivery alarm." Troubleshooting was done. Pump returning for analysis.